Event description:
The ortho summit processor photometer module reportedly was reading samples of a specific row of the microwell as negative optical density values. No death or serious injury was associated with this incident.